Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported balloon rupture occurred due to interaction with the heavy calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified anterior tibial lesion. After a non-abbott atherectomy device was used, a 3.0x200mm armada 18 balloon dilation catheter (bdc) was used; however, it ruptured during the first inflation at 4 atmospheres. A new same size armada bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.